Event description:
Information received indicates the bed exit is not alarming when weight is removed from sleep deck.

Manufacturer narrative:
The technician found the bed exit sensors were worn. He replaced the bed exit tape switches to repair the bed.